Event description:
It was reported that patient had a posterior gluteal pain. The patient underwent a spinal cord stimulator (scs) explant procedure where in all devices were removed and will not be return due to facility policy.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8336500. Model: sc-8336-50. Serial: (B)(6). Batch: 7087313. Additional suspect medical device component involved in the event: product family: scs-lead fixation. Upn: m365sc43160. Model: sc-4316. Batch: 35537322.